Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Reporter alleged the blood glucose device generated a result outside the reading range on the advantage system. The systems reading range is 10-600mg/dl. Customer stated the system meter generated a reading of 968mg/dl. Customer indicated having high blood symptoms during the time of the testing, however, did not state the location of the alleged incident. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter and comfort curve test strip lot number 548895 with an expiration date of 03-31-07.